Manufacturer narrative:
The button error alarm was due to moisture damage on keypad trace. The insulin pump was received with minor scratched display window, cracked display window, and case at display window corners.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.